Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. The plan was to perform an upgrade from single chamber to dual chamber implantable cardioverter defibrillator, but the patient¿s vein was occluded. The plan changed to proceed with generator change. The device was explanted and replaced. The patient was stable before, during, and after the procedure.